Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 260.4130. Technical support - recommended to replace the pressure sensors. Biomed will conduct repair and call back if further assistance is needed. A review of the device history record for (B)(6) was performed from date of manufacture 05/06/2014 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended to replace the pressure sensors. The customer reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
Error 260.4130. Biomed already replaced logic board and got same error. It was reported there was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was displaying error code 260.4130. It was reported there was no patient involvement.